Event description:
It was reported that during implant, crosstalk was observed. A subsequent follow up. The asymptomatic patient presented in-clinic for non sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Reprogramming was recommended. No further information is available.

Event description:
New information received notes that post-paced t-wave oversensing on the ventricular channel was again observed via remote transmission. Patient was asymptomatic. Programming changes were made and resolved the oversensing. The patient had no adverse reactions.

Event description:
New information received notes that during follow up, post-paced t wave oversensing on the ventricular channel was observed via stored (B)(4). The patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.